Event description:
This case was reported by a consumer and described the occurrence of stroke in a (B)(6), female, patient, who received super poligrip free denture adhesive cream (formulation number (B)(4)), super poligrip extra care with poliseal (formulation number (B)(4)), super poligrip original denture adhesive cream (formulation number (B)(4)) and super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Customer reported, that she has used the different varieties of super poligrip during the past 10 years. On an unknown date(s), the patient started super poligrip (dental). In 2009 (reported as "about a year ago"), the patient experienced stroke, numbness of palms, numb feet, upper lip numbness and numbness in hand. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the numbness on lower lip was unresolved. The other events had resolved. Manufacturer's comment: super poligrip is manufactured in (B)(4). The lot numbers for super poligrip free and super poligrip extra care are known, while the lot numbers for super poligrip original and the super poligrip (unk formulation) are not known. It is unknown whether the products will be returned for quality assurance testing.

Manufacturer narrative:
Add'l lot #: x07515. (B)(4).